Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead could not be fixed on the right ventricle. The lead was replaced in order to complete the procedure. The patient was stable and no adverse consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.